Manufacturer narrative:
Insulin pump has moisture damage on keypad traces. No ramping numbers noted on the display. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad has been getting stuck while blousing and the numbers keep ramping up without a button press. Customer's blood glucose reading at the time of the call was 95 mg/dl. Nothing further was reported.